Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested but unavailable: what were the indications for surgery? Patient gender/bmi? Were any issues noted with staple formation during initial procedure or reoperation? Was buttressing material used? Where was the location of the leak? What color cartridges were used throughout procedure? What color cartridge where leak was? What stapler was used with the black cartridge? What is the current patient status?

Event description:
It was reported that following a vertical gastrectomy via laparoscopy procedure, days after bariatric surgery, the patient had to be urgently operated by filtration in the stapling line. Patient had stapling filtration in line, so had to be operated again; re-operate and reinforce stapling line with manual suture.